Event description:
The customer was hospitalized due to high bgs. Troubleshooting was performed. The customer stated that they changed the sets every three to four days and only uses the abdomen for the insertions. The customer's stress levels were elevated. The time on the pump was incorrect. The pump passed the self-test. The high-pressure test was not performed due to the lack of clamp. Assisted the customer in setting the correct time and date. The customer indicated that their bgs were fine all day before admission and became ill later while attempting to bolus for high bgs. The customer was on insulin drip in the hospital. Four days later the customer called back and reported an error alarm. The customer was just released from the hospital and needed to deliver a large amount of insulin. The customer declined to troubleshoot the pump.